Event description:
It was reported that a malfunction alarm occurred with a device displaying malf 1 code. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, but the malfunction code recurred, leading to a decision to replace the pump. A backup insulin pump will be used to ensure no interruption in insulin delivery.